Event description:
It was reported that the customer had high blood glucose levels (330 mg/dl). Pump passed delivery sys check. Customer reports to may have contracted the flu.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.